Event description:
A peritoneal dialysis (pd) patient reported that they had peritonitis in january 2021 when they were out of town traveling. However, there were no reported allegations that the peritonitis was associated with any issues with a fresenius device or product. Reportedly, the patient suspected it was due to them disconnecting from pd treatment to go to the bathroom and then reconnecting. During additional follow-up, the patient's nurse reported that on (B)(6) 2021 the patient had a pd culture obtained (in the outpatient pd clinic) which yielded growth of staphylococcus species. Per the nurse, the patient was treated with fortaz and vancomycin (per clinic protocol) intra-peritoneal (ip) on an outpatient basis. The patient reportedly recovered from the event and continues pd therapy without any issues. The patient¿s nurse confirmed the patient¿s peritonitis was not related in any way to any issues with a fresenius device or product. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange (patient non-compliance to infection control).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patients peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy and a breach in aseptic technique during the pd exchange is a common finding and significant risk factor for infection. The patients pd culture yielded growth of the organism staphylococcus which is an organism that is found on human skin. Therefore, based on the reported information, the patients peritonitis can be reasonably attributed to a breach in aseptic technique during the pd exchange, as reported by the patients nurse.

Event description:
A peritoneal dialysis (pd) patient reported that they had peritonitis in january 2021 when they were out of town traveling. However, there were no reported allegations that the peritonitis was associated with any issues with a fresenius device or product. Reportedly, the patient suspected it was due to them disconnecting from pd treatment to go to the bathroom and then reconnecting. During additional follow-up, the patient's nurse reported that on (B)(6) 2021 the patient had a pd culture obtained (in the outpatient pd clinic) which yielded growth of staphylococcus species. Per the nurse, the patient was treated with fortaz and vancomycin (per clinic protocol) intra-peritoneal (ip) on an outpatient basis. The patient reportedly recovered from the event and continues pd therapy without any issues. The patients nurse confirmed the patients peritonitis was not related in any way to any issues with a fresenius device or product. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange (patient non-compliance to infection control).